Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one signia power handle. Analysis of the system logs for the handle show a system log that ends abruptly with no re-start command of any kind directly after calibration of an adapter. The root cause has been identified as an esd lockup. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one signia power handle. The logs reveal no restart command was issued despite the device having enough battery energy before log termination. The root cause for the unanticipated loss of device function was identified as being an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, the reported devices were used at the first firing. The reload was connected to the handle without problem, then the device was fired in manual slow firing mode. The jaws were opened but not opened properly. The tissue could be released without problem, so the surgeon did not pay much attention to this issue. In order to exchange the reload, the used reload was removed and the new one was attached to the handle. The opening and closing check could not be performed, and the blackout of lcd display was noted. The nurse said the display indicated faintly. On the other hand, the surgeon confirmed that the display was fully blacked out. A new disposable handle was used. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a subtotal gastrectomy procedure, the reported devices were used at the first firing. The reload was connected to the handle without a problem, then the device was fired in manual slow firing mode. The jaws were opened but not opened properly. The tissue could be released without problem, so the surgeon did not pay much attention to this issue. In order to exchange the reload, the used reload was removed and the new one was attached to the handle. The opening and closing check could not be performed, and the blackout of liquid crystal display(lcd) display was noted. The nurse said the display indicated faintly. On the other hand, the surgeon confirmed that the display was fully blacked out. A new disposable handle was used. There was no patient injury.